Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when they interrogated the battery on date notified the patient programmer (pp) indicated that the device was off. It is unknown to the rep or patient why the was off or when it would have been turned off. It was further noted that the patient use information showed "% use ???" And the last interrogation was on (B)(6) 2015, with the hours used shown as greater than 9000. There were no further symptoms alleged. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.